Manufacturer narrative:
(B)(4). D4: the primary unique device identification (UDI) number is not applicable, as the lot number of the device is currently unknown. D10: concomitant medical products: item: unknown - unknown ncb screw- lot: unknown. Item: unknown - unknown ncb locking cap- lot: unknown. G2: foreign - event occurred in canada. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent revision surgery approximately four to five months post-implantation due to a proximal plate fracture. Attempts have been made and no further information has been provided.